Manufacturer narrative:
One tacticath quartz contact force ablation catheter was received for evaluation. During testing fluid was noted outside of the irrigation tubing but within the tygon tubing proximal to the catheter handle. Further testing revealed a leak at the luer/irrigation tubing junction due to a gap in the adhesive between the irrigation tube and the proximal tube inside the luer lock, allowing fluid to flow outside of the irrigation tubing and into the proximal tubing towards the electrical connectors. In addition, a short circuit was noted between electrodes 1-4, tct and tc2. The fluid ingress is consistent with the reported temperature issue and leak, as well as the short circuits observed during testing.

Event description:
During a procedure it was noted that there were inaccurate temperature readings at the tip of the catheter. During troubleshooting it was found that water was beginning to puddle near and under the tactisys. Both the tactisys and the catheter were replaced and the procedure was completed with no adverse consequences to the patient.